Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced inappropriate shock in the right upper chest. The shock caused pain at the chest region. Therapy caused a muscle spasm in the abdomen. The rv output setting was adjusted. No further information is available.